Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. Idea testing observed an "upstream occlusion" error, however evaluation did not reproduce this issue and found the ultrasonic sensor to be operating within specification. No correction is required to address this issue.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it was observed to have an upstream occlusion. No additional information is available.